Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® multiple sample luer adapter, blood leaked between the luer adapter and winged needle. No patient impact or injury reported.

Event description:
It was reported that when using the bd vacutainer® multiple sample luer adapter, blood leaked between the luer adapter and winged needle. No patient impact or injury reported.

Manufacturer narrative:
Investigation summary : bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood leakage was observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of leakage was not observed. Additionally, twenty (20) retention samples were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Maintenance was performed to correct the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.